Event description:
It was reported that a malfunction alarm occurred with the code malf 0. Customer's blood glucose level was within a normal range and did not exceed 500 mg/dl. Customer service provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction did not recur after the reset. The customer was able to continue using the pump and was instructed to call back if the issue reappeared.